Event description:
--

Manufacturer narrative:
The system remains implanted an efforts to obtain additional details have been unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information from this patient that he had received a shock and went to the hospital. After leaving the hospital, the patient's device was reprogrammed to help eliminate inappropriate shocks and he stated the reprogramming did not help. The patient reported that he then experienced four very frightening jolts as he was resting in his recliner. He pressed his life alert button and was taken to the hospital and admitted to the intensive care unit (ICU) for cardiology. Another boston scientific representative came to the hospital and spent considerably more time than the first representative and his device was reprogrammed for greater efficiency. The patient stated he was not properly and accurately counseled before all of the foregoing events and was dangerously mis-informed about his future. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from a boston scientific sales representative stating that he is not sure what allegations the patient is making. He confirmed the patient had ventricular tachycardia (vt) which was treated appropriately and all programming changes made were at the direction of his physician. The representative stated the patient may have been inconsistent with some medications at the time of the most recent shocks as he lives alone so there were questions as to his medicinal regimen and compliance. It is unknown if the medicine changes were actually the solution to his persistent high rate issues versus the programming changes or natural reasons. The physician performed programming changes to try and limit shock therapy, while still providing life saving therapy when needed. No other adverse events have been reported. This product issue will be updated if additional information is received.